Manufacturer narrative:
Reported event of use of device problem was unconfirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, output verification, sensing test, found no anomaly contributing to reported event of use of device problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician could not obtain a suitable location while mapping with the leadless pacemaker. The device was not used, and a new one was implanted. There were no patient consequences.